Event description:
User received questionable results for tsh on the additional e module (emod) analyzer for one patient sample which does no fit the clinical picture of the patient. Initial tsh result gave 10.1 uiu/ml. Patient sample was repeated 3 times on this emod with results confirming the initial tsh result. Actual repeat tsh results were not provided. Patient sample was repeated using brahms ria method giving tsh result of 0.108 uiu/ml. Patient sample was additionally repeated on an abbott axsym analyzer giving tsh result of 0.016 uiu/ml. These repeat tsh results were expected with regard to the patient's clinical picture. No information was provided to determine if tsh results generated from the roche e module analyzer were reported outside the laboratory. There was no consequence on patient treatment or medication. No adverse event has been alleged. Tsh reagent lot number, 158157. Patient sample is available for further investigation. Investigation is on-going.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Event description:
Reporter alleged the customer obtained the results of 349 mg/dl and 167 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
One patient sample was provided for investigation. The customer's elecsys tsh result was verified. Investigation revealed the sample contained a non-specific hydrophobic interfering factor with a molecular weight corresponding to igm. The patient was not adversely affected.